Event description:
During a procedure the patient suffered a burn on the left flank. The pad was removed from the patient and there was a blister in a complete square of where the pad was placed. A skin team is being consulted and treatment will be determined then; although the burns were severe. The procedure was a heart procedure.